Manufacturer narrative:
(B)(4)

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who had a crack and a leak in the connection between their cassette and extension set, resulting in peritonitis coincident with therapy for peritoneal dialysis. On the same day of the leak, the patient went to the hospital but was not admitted. Two days after the occurrence of a leak, patient experienced peritonitis manifested by belly cramps and fever and was admitted to the hospital. The patient was treated with cefazolin and tobramycin (ip in twin bag). The patient was receiving the antibiotic treatment for three weeks. After five days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. A request for the return of the device has been made. If additional relevant information is received, a supplemental report will be submitted. This is the same patient/event as (B)(4).